Event description:
The complainant reported an under-delivery. The intended delivery was 150 ml/hr; however, the actual amount received was 42.5 ml over 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).